Event description:
It was reported that the pt is scheduled for generator replacement surgery due to generator migration, which is pulling down and tugging on the lead. The replacement surgery is due to the generator migration. Although surgery is scheduled, it has not occurred to date. Attempts for add'l info have been unsuccessful this far.